Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error code occurred during aspiration. An angiojet(tm) solent(tm) omni was primed for a thrombectomy procedure and inserted into the target vessel. After aspiration was stared, an error message occurred to prime again. The procedure was completed with another solent omni device. There were no patient complications reported and the patient status was fine.